Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead dislodged and lead helix failed to be retracted. The lead was not used and replaced during the procedure. The patient was in stable condition.

Event description:
New information received indicates that the reported lead is right ventricular (rv) apex. The rv lead exhibited failure to capture and the dislodgement was able to be confirmed via fluoroscopy.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue and failure to capture. A complete lead was returned in one piece for analysis. The helix was extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray examination of the inner coil found no anomaly inside the connector region. X-ray examination noted the helix extended/stretched consistent with procedural damage. Unable to perform helix mechanism and extension length test due to damage helix as received. The cause of the reported event of helix mechanism issue was isolated to the helix being stretched and clogged with blood/tissue. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.